Event description:
Elevated sensing integrity counter (sic), high/undefined pacing impedance, high rate non- sustained episodes, ventricular oversensing. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).